Manufacturer narrative:
The device was received and inspected. Two parts were received. The first device has the dam attached and the second device only the dam, without the cannula, were received. The device with the dam attached was inspected and no anomalies were found. The edges of the dam for the second device were examined and no damage could be found that would have caused the dam to detach. The complaint is confirmed, as the dam was detached as reported. The device for this detached dam was not sent back for evaluation. From previous similar complaints, this failure was an indication of excess force being applied to pass instruments through the cannula. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released for distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Out of box failure: when the package was opened, it was noted that the dam part of the product had come off. Another product was used to complete the case. No surgical delay or harm to the patient was reported.